Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that patient was transported to hospital and experienced "chest pains" "couldn't breath and was diagnosed with congestive heart failure" "and has atrial fibrillation (af)". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.